Event description:
As reported by the user facility: while IV contrast was being administered, braun IV tube cap came off the IV tubing. Blood and IV contrast spilled onto floor.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(6). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.